Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, interrogation from 2015july08 indicates device not yet reached elective replacement indicator (eri), battery voltage of 2.857 volts with longevity estimate of 10 months (8 minimum to 12 maximum). Concomitant product: st jude lead 1401t implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered steep reduction in battery longevity estimate. Diagnostic, troubleshooting was performed and the ipg remains in use. No patient complications have been reported as a result of this event.